Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain at the implant site and new onset dizziness which occurred both during and when the device was not in use. The patient also require frequent MRI temporal lobe for non-device related issue. Subsequently, the device was explanted on (B)(6) 2025.